Manufacturer narrative:
D3: manufacturing address and d4 primary UDI number: correction. D9: date returned to mfg.: 3/26/2024 h3 and h6. Codes: updated. Device evaluation: customer¿s reported problem, "ec45520", was not verified by functional testing. The reported problem could not be duplicated. However, other issues were found. The downstream occlusion (dso) seal was peeling. Replaced the dso sensor due to failing calibration test. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device exhibited error code 45520. The fault occurred during testing and was not related to physical damage or abuse. The were no delay in therapy and there was no patient involvement.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.